Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump displayed a "no disposable (nd)" alarm; however, it was unclear whether the issue was due to clamped tubing or a "pump won¿t run" condition. The cassette was removed and reattached twice, but the alarm persisted. Air bubbles were noted in the cassette tubing. The pump was then powered off. The medication being infused was fluorouracil, with a programmed rate of 5 ml per hour. The remaining volume was 25.4 ml, and the volume given was 204.65 ml. The event occurred during the infusion, involved the patient, and resulted in no harm.